Event description:
Emend: upstream occlusion x2 and max air x1 on the same pump. Contributing to alarm fatigue and extended infusion times.

Event description:
Emend: upstream occlusion x2 and max air x1 on the same pump. Contributing to alarm fatigue and extended infusion times.